Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection revealed that the tube was excessively inserted into the upper y. An air passage test was performed and blockage was confirmed at the y junction. The tube was pulled out from the y and it was noted that the excessive inserted part of the tube was blocked with solvent. The customer reported problem was confirmed. The cause was determined to be due to the automation machine excessively inserting the tube into the upper y. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Operators will be made aware of this occurrence in order to enhance awareness of such issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set experienced no flow. This occurred when the set was being primed with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.